Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from a value displayed as "low" (specific value not provided), to a value displayed as "high" (specific value not provided). Elevated bg was addressed via a correction bolus via the pump, and low bg was addressed via consumption of carbohydrates. Additionally, it was reported that the pump touch screen was unresponsive. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.